Event description:
It was reported that "after the surgical procedure and during the recovery period, the patient experienced symptoms of internal hemorrhage. She had to be reoperated and found an internal hemorrhage."

Manufacturer narrative:
When evaluation results are completed, I will file a supplemental report.